Event description:
The customer reported the fluoroscopic image was intermittently lost from the left "live" monitor. This issue will effectively eliminate the ability to view the real time image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 12 vdc power supply was evaluated, replaced, and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.